Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps was sticking. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the sticking forceps actually became stuck in the closed position and never opened again after they were inserted into the patient's eye during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. It was confirmed that there was no harm to the patient.